Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on an unknown date, the handle of the collinear reduction clamp broke off. Procedure was completed successfully. There was no patient impact. This report is for a sliding mechanism. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 314.291, lot: 07.325609, manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 10. Oct. 2007. The device history record shows this lot of 10 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the instrument shows wear marks on the surface of the movement shaft. The black handle is broken off below the fixation screws. Dimensional inspection: not required per selected investigation flow as root cause is use related. Drawing/specification review: not required per selected investigation flow as root cause is use related. Material review: not required per selected investigation flow as root cause is use related. Summary: the instrument shows wear marks on the surface of the movement shaft. The black handle is broken off below the fixation screws. This lot of 10 pieces was manufactured in october 2007 according to the specification. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The visual damages on the whole instrument especially at the area where the black handle is attached in combination with the age of the instrument led us suppose that the cause of the damages are the result of a mechanical overload situation during use over the years. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.